Event description:
The patient reported his ¿entire device was removed because it was not working for him.¿ it was noted the patient¿s indication for device use was arachnoiditis. There was no further information provided; no further complications were reported or anticipated.